Event description:
Pt called alleging that pt's meter was set to the wrong unit of measurement. Pt obtained a 151mg/dl on the meter and did not experience any symptoms. Pt was taken to the hosp and tested on the hosp meter and obtained a 7mmol/l. Pt was treated in the hosp. No info on what treatment was given. Time differences between the two results were not provided. No info on whether pt went into the set-up mode and accidentally changed the settings by mistake. Customer service went into the set-up mode and changed the settings for pt. Pt mentioned that they were not in the hosp because of an insulin low reaction but because they had a broken pelvis. Based on the info provided, this case is reported in case the meter reverted the unit of measure without the pt intending to.